Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were multiple episodes that were detected as atrial fibrillation (af) but this was due to far field r-wave (ffrw) oversensing on the right atrial (ra) lead. There was also evidence of intermittent undersensing of p-waves. The p-waves were below the normal range and had been consistently since implant. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.